Event description:
It was reported patient underwent a hip arthroplasty on an unknown date in the 1990s. Subsequently, surgeon recommends revision due to poly wear. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - early 1990s. Date explanted - unknown. PMA/510(k) number / manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay date and the reason for the revision procedure, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date in the 1990's. Subsequently, patient was revised on (B)(6) 2013 due to poly wear, dislocation and subluxation. The head and liner were removed and replaced.